Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 5104335/5104742.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were discarded by the medical facility and will not be returned. No further information could be obtained despite good faith efforts.